Event description:
It was reported to baxter japan that the patient connector was not connected with the titanium adapter well when the customer changed the transfer set. The customer reported that a gap was observed to the junction. There was no patient injury or medical intervention. There was patient involvement.

Manufacturer narrative:
(B)(4). Per the customer the sample was not available and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed if any additional information becomes available.